Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the clip not completely closed at the back of the clip when it was applied to the vessel, thus allowing bleeding to occur? The deployed clip was formed properly. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed three conforming clips and four clips with gap as the clips snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, bleeding occurred from the back of the jaws when the device was fired on the blood vessel at the 5th firing. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.